Event description:
It was reported that the ventilator failed internal leakage test with a message "pressure transducer difference > 5 cmh2o" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).